Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the lack of communication was the device being overdischarged. It was reported that the physician mode reset resolved the issue. No symptoms or complication s were reported.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the clinician programmer could not communicate with the ins. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative was to meet with the patient to perform a physician mode reset on (B)(6) 2017. No symptoms or complications were reported.